Event description:
It has been reported to philips that the suite pc was not booting. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon functional testing fse found that the suite pc was not starting. Fse tried the manual booting and performed to turn on the main power on/off to resolve the issue. After repair the system was returned to use in good working order. The codes were updated based on the investigation outcome.